Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection of the unit, the upper and lower jaws were observed to be heavily covered with blood and eschar. After functional testing, the device met all functional and electrical requirements. Analysis of the device key activation logs revealed no errors due to the device. The exact root cause of the incident remains unknown as engineering was unable to replicate the incident experience. However, after visual inspection of the device, it is likely that the jaws of the device may have had excessive eschar and blood buildup and needed to be cleaned before trying to activate again...the device instructions for use states, "warning: build-up of eschar can negatively affect the sealing and cutting performance and/or create embers that present a fire hazard...for optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." From the event description and the type of procedure performed, it is also likely that the device was used to seal fibrous connective tissue. It is possible that the jaws of the device may have been overfilled which can potentially compromise the seal quality. The instructions for use (IFU) states, "do not overfill the jaws of the device with tissue as this may compromise the sealing and cutting function, and/or prevent the jaws from opening properly." Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Event description:
Lavh - "this device was not giving a proper seal. The surgeon was sealing across the round ligament and it looked to be sealed properly. When he transected the ligament and opened the jaws there was not a proper seal. He sealed across the area again. He continued and each time he was having to seal over the seal area twice to prevent bleeding. Device was changed and the second one worked perfectly." Patient status - "the patient is fine."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.